Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The caregiver (cg) stated she connected the wrong line to the patient; this caused the alarm during the initial drain. The technical service representative (tsr) advised the home patient (hp) to discard all supplies and report the alarm to the nurse the next morning. Product surveillance contacted the nurse on (B)(4) 2011. According to the nurse, the patient has resumed therapy. The patient has been to the clinic since this event and has not reported any further issues. There was no patient injury or medical intervention associated with this event.